Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter, oil mist filter and oil drain bottle were replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Event description:
A customer reported an event of an odor emitting from the sterrad 100nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and evacuate the room until the odor has cleared. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Manufacturer date: 06/25/2010. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. Customer reported the odor/smell returned and fse was dispatched to site a second time. Odor/smell was confirmed. The catalytic converter, oil mist filter, converter adaptor, connector, tubing, oil return valve, iso ring, vacuum control valve, and vacuum pump tray assy were replaced and the unit was restored. ¿ the DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the service history for this unit for the past 6 months (02/07/2013 to 08/06/2013) did not reveal a significant trend for this same issue. ¿ the trend of the product malfunction code odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which was addressed through CAPA. ¿ the fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode are below 100 and considered acceptable. ¿ the hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. ¿ the shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. ¿ the CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. ¿ the catalytic converter was returned and tested. The catalytic converter did not exhibit an odor. The part was weighed and exceeded the specified weight range. The reason for return of the catalytic converter was confirmed. ¿ the second catalytic converter was returned and tested. The catalytic converter did not exhibit an odor. The part was weighed and exceeded the specified weight range. The reason for the return of the second catalytic converter was confirmed. ¿ the vacuum pump tray was returned and passed functional testing. The reason for the return could not be confirmed. ¿ the vaporizer condenser was returned and failed to pass the leak back test. The reason for the return was confirmed. ¿ the iso ring was returned and found to be visually damaged. The reason for the return was confirmed. ¿ three vacuum pump oil bottles were returned and were visually verified to be okay. The reason for the return was not confirmed. ¿ the oil mist filter was returned and tested. The oil mist filter had no mist observed. The reason for return of the oil mist filter was not confirmed. ¿ the oil return valve was returned and tested. No leaks, mists or odors detected. The reason for the return was not confirmed. ¿ the converter adapter, tubing and connector were returned and with no visual damage. The reason for the return could not be confirmed. ¿ the oil mist filter cartridge was returned and tested and no mist or odor was detected. The reason for the return was not confirmed. ¿ the vacuum control valve was returned and tested with no problems. The reason for the return could not be confirmed. The issue was resolved at the customer facility and asp will continue to track and trend this issue.